Manufacturer narrative:
The field service engineer (fse) evaluated the ventilator and replaced the replaced graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb), missing exhalation filter seal, 2 backlight inverters and updated the updated the software. The ventilator passed all testing and was returned to the customer. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, a 840 ventilator had became inoperative. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event.

Manufacturer narrative:
Device evaluation summary: the graphical user interface (gui) printed circuit board (pcb) was returned for failure investigation. A visual inspection of the returned part was conducted and no anomalies were observed. The unit was attached to the failure investigation test ventilator for analysis. The unit was powered up. The unit powered up normally and no errors were recorded in the diagnostic logs. The ventilator was ran successfully in ventilation mode for 24 hours. A review of the ventilator diagnostic logs revealed that no errors and no unexpected alarms were observed during the run in period. Conclusion: no fault found. There was no malfunction or product deficiency identified. If information is provided in the future, a supplemental report will be issued.